Event description:
It was reported that, during a total laparoscopic hysterectomy, the tip of the device was broken during use. No pieces fell into the patient. The device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: x9435e. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2022. D4 batch #: x9435e. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps03 device was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. In addition, the electrode was not detached as reported. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: do not attempt to bend, sharpen, or otherwise alter the shape of the electrode tip. Doing so may cause electrode tip failure and user or patient injury. Please reference the instruction for use for more information.